Manufacturer narrative:
(B)(6)

Event description:
Dexcom was made aware on 08/09/2018, that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.